Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing identified that the aiming beam was weak and round. Microscope inspection identified that the tip was in good condition. However, there were severe burn marks on the connector and there was distorted light exiting the face indicating an internal connector fracture. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of damaged/defective and failure to operate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, an investigation conclusion code of cause traced to component failure was assigned to this investigation. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed.

Event description:
It was reported that during procedure, the fiber did not activate when the foot pedal was pressed, and it was arching and making an abnormal noise. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified that there was distorted light exiting the face indicating an internal connector fracture.